Event description:
It was reported that a patient presented with grade 4 secondary mitral regurgitation (mr) an enlarged atrium, a thin and restricted posterior mitral leaflet (pml) for a mitraclip procedure. It was noted that imaging was challenging. The first xtw clip was unable to grasp both leaflets, due to the restricted pml. The pml would be lost after the gripper was down and while closing clip. This occurred two times and on the second time the pml pulled out of the clip upon slow close to 60 degrees, damage to the pml was noted. It was decided to attempt with an ntw at this point. Clip was safely removed from the patient anatomy. The ntw was never able to grasp both leaflets. Could only grasp one leaflet. Upon using independent grippers, the anterior leaflet would come out of the clip with the gripper down during the attempt to grasp the pml. It was decided to discontinue the procedure with no clips implanted. There were no adverse patient sequelae or clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported poor image resolution is due to procedural conditions. The cause of the reported inability to grasp and capture the leaflets are due to a combination of patient anatomy and poor image resolution. The reported tissue injury appears to be a cascading effect of the reported inability to grasp the leaflets. Additionally, the reported patient effect of tissue injury is listed in the instructions for use, and is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.